Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that sixteen (16) years, nine (9) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. No additional details provided.